Event description:
The user facility reported that during a patient procedure their hexavue integration system had no power. There was a procedure delay as user facility personnel connected the surgical equipment directly to stand alone monitors to complete the procedure successfully. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite to inspect the hexavue integration system and found that the isolation transformer (iso puck) had been damaged which caused the universal power supply (ups) and the central processing unit (cxp cpu) of the system to stop working properly. The purpose of the iso puck is to deliver clean and constant power from the wall outlet to the hexavue integration system, and to prevent current leakages or spikes. The technician plugged the system directly into the wall outlet, and power was restored to the system. The user facility continued to use the system plugged into the wall outlet until the necessary repairs were made. The technician replaced the iso puck and cpu, tested the system, and returned it to service. No additional issues have been reported.